Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-11066 for a description of the other device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, a heavy set male patient was found to have a bleeding varix while in the ICU; an egd procedure was performed to stop the bleeding. Five bands from the speedband superview super 7 device were deployed onto the varix. After removing the scope, the patient was noted to still be bleeding. The physician checked the bands, and all had fallen off of the varix. A second speedband superview super 7 device was used, and five more bands were deployed. The physician checked the patient again, and found that the second set of five bands had also fallen off the varix. A third speedband superview super 7 device was used to deploy another five bands. They were able to complete the procedure with the third device. The patient returned to ICU after the procedure and was reported to be on a ventilator. According to the complainant, the patient being on a ventilator was not related to the procedure or the malfunction of bands falling off the varices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.